Event description:
Literature was reviewed regarding the 15-year outcomes after heart valve replacement with a mechanical or bioprosthetic valve. A total of 575 patients undergoing single aortic valve replacement (avr, n = 394) or mitral valve replacement (mvr, n = 181) were randomized in the operating room to receive either a non-medtronic bjork-shiley mechanical valve (aortic = 198, mitral = 88) or a medtronic hancock bioprosthetic valve (aortic = 196, mitral = 93). The authors summarized the causes of death in the bioprosthetic valve group as follows: valve-related (avr = 41%, mvr = 57%), cardiac¿not valve-related (avr = 21%, mvr = 19%), non-cardiac (avr = 26%, mvr = 9%), and undetermined (avr = 12%, mvr = 15%). Of the valve-related deaths in the bioprosthetic valve group, the causes were: primary valve failure (defined as non-thrombotic valve obstruction or central valvular regurgitation; avr = 13%, mvr = 21%), bleeding (avr = 11%, mvr = 14%), and sudden death (avr = 38%, mvr = 26%). Other adverse events that occurred in the bioprosthetic valve group were described as follows: any valve-related complication (unspecified), systemic embolism, bleeding, endocarditis, valve thrombosis, perivalvular regurgitation, primary valve failure (non-thrombotic valve obstruction or central valvular regurgitation), and need for reoperation. No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: hammermeister k, et al. Outcomes 15 years after valve replacement with a mechanical versus a bioprosthetic valve: final report of the veterans affairs randomized trial. Journal of the american college of cardiology. 2000 oct;36(4):1152-8. Doi: 10.1016/s0 735-1097(00)00834-2. Earliest date of publication used for date of event: (B)(6) 2000 (month and year valid). Medtronic products referenced: hancock aortic and mitral bioprosthetic valves (product code dye, PMA# p870078). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.